Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corner, minor scratched display window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 195 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.